Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated she had disconnected before and then reconnected before the alarm occurred. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error patient disconnected from the set.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The home patient (hp) stated she had disconnected before and then reconnected before the alarm occurred. The home patient (hp) was contacted on (B)(6) 2011. The hp stated therapy has been going well. There was patient involvement but no injury or medical intervention was reported.